Manufacturer narrative:
The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, seroma, and concern for alcl.

Event description:
Healthcare professional reported right side seroma, capsular contracture baker grade IV, rupture, and "concern for alcl." The device has been explanted.